Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Cross-reference svn (B)(4).

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer states that the sensor reads 200 to 300 points off. The patient's blood glucose was unknown at the time of the call. The customer stated that they had changed the sensor out and everything was fine. The customer did not return the product back for analysis.